Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This is report one of three reports (3007042319-2016-00804, 00805, and 00806) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that there was damaged power port on the controller, a loose connector port 1. The batteries are switching from one source to the other earlier than expected. The patient didn't report any alarms or loss of power to the system, nor the patient use excessive force when trying to connect. No consequences to the patient. Investigation is ongoing.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the returned controller revealed that the device failed to meet specifications; the device failed visual examination as a result of ps1 and ps2 port connectors being loose. However, the controller was still able to pass functional testing. The confirmed malfunction is related to the reported event. Analysis of the returned batteries revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed several occurrences of premature power switching prior to the 25% threshold involving batteries bat206412 and bat206308. These premature switching events were most likely caused by a communication error between the controller and batteries. An internal investigation has been opened to evaluate these types of issues. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process the most likely root cause of the reported power switching may be attributed to a communication error between the controller and the batteries "additional system component being reported for this event." Bat206412- exp- 04-30-2016, bat206308- exp- 04-30-2016. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.